Event description:
It was initially reported the patient was referred for vns explant due to infection. Review of the device history records for both the lead and the generator confirmed sterilization prior to distribution. It was later confirmed the patient's vns was explanted.